Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral vein was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the proglide device was not difficult to insert. The lever was attempted to be returned to its original position but this did not work completely and the foot was not able to retracted. The foot and the system may have been deployed in the tissue and not in the lumen of the vessel. A skin incision, a simple widening of the nick and spread incision using forceps without cutting the vessel, was performed and the deployed proglide suture was able to be retracted. After using a little bit of force the proglide device was then able to be removed. No vessel damage occurred, maybe tissue damage. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to 24f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed proglide suture. An additional suture on the skin was made to compromise the tissue over the puncture site. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted proglide IFU (instruction for use) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the reported IFU violation was not determined to have contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulty to close the foot and the malposition of device (failure to deploy-suture); however, the entrapment of device and patient treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.